Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the pancreas resection on a proximal pancreaticoduodenectomy, at the first firing of the handle using a blue cartridge, the knob was stiff but the doctor managed to perform the firing. On the second firing using another blue cartridge, the knob was even stiffer, and midway through the firing, at about 30mm, the knob stopped advancing. The doctor then released the device and opened a new green cartridge. The new cartridge was used to complete the case without issues. There was no patient injury.